Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal follow-up, externalized conductors were confirmed through fluoroscopy. No electrical anomalies were detected. Lead replacement was recommended. No further information is available.

Event description:
New information received states the lead was capped and replaced. The patient condition is normal.